Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch select meter "ok" button was not working. On (B)(6) 2011 this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began on (B)(6) 2011 at about 3:00pm. The patient reported that he had just changed the batteries on the subject meter and when he inserted a test strip, the meter went into setup mode, but none of the subject meter buttons responded, disabling the meter. The patient reported that he manages his diabetes with insulin. The patient further stated that when the issue began he could not follow his usual diabetes management because he did not want to guess how much insulin or carbs to take. He drove himself to his sister's house on (B)(6) 2011 at about 4:00pm to use her blood glucose meter and upon arrival was sweaty and shaky. He obtained a low (result not available) blood glucose result, drank glucose and ate a sandwich as treatment for the issue. The patient stated that he felt better after the treatment . At the time of troubleshooting, the customer care advocate (cca) noted no misuse of the meter and that the issue could not be resolved with training. Replacement products were sent to the customer. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k072543.

Manufacturer narrative:
A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
(B)(4) 2012 supplemental information: adverse event and patient outcome attributed to adverse event were omitted in error on the 3500a.